Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she could only insert one side with the" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included hypercalcemia, vaginal discharge, pelvic pain, back pain, menometrorrhagia, hyperparathyroidism, vaginal bleeding, uterine bleeding, dysuria, vulvovaginitis and ovarian cyst. Concomitant products included bupropion. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), device expulsion ("migration of essure device location of device: it had migrated into my uterus partially"), uterine pain ("pain right side of uterus/cramping in uterus") and fallopian tube spasm ("fallopian tube was spasming during procure") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, endometrial ablation, anxiety and device expulsion outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction and uterine pain had resolved. The reporter considered abdominal pain, anxiety, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube spasm, female sexual dysfunction, pelvic pain and uterine pain to be related to essure. The reporter commented: received treatment for pain: no quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and mr received. Reporter information added. Events: psychological or psychiatric problems condition: anxiety, migration of essure device location of device: it had migrated into my uterus partially, pain right side of uterus/cramping in uterus, ablation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: received treatment for pain: no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporter information added. Previously reported event injury were updated to apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, migration/malposition of essure device, essure confirmation test(s) conducted, specify: no. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.